Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8mm maryland bipolar forceps instrument could not be controlled. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon's head is inside the surgeon console and the tech just inserted the instrument. The instrument was correctly articulating. The scale was not appropriate to the movements. The movements were greater than the surgeon's intended movement. Unknown if opposite of intended movement but did not match intended direction. There was a delay in movement along with uncontrollable articulation. There was no injury reported. No visible damage to the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. The instrument was analyzed and found to have the pitch cable loose at the distal end that was showing out. A loose pitch cable at the distal end is often caused by something else in the backend (example: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end causing issue reported by the customer. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.